Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to detach from catheter. Block h11: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. Additionally, the control wire was kinked. A dimensional analysis was also performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip unable to detach from the catheter was not confirmed. It was found that the device did not detect any problems related to the reported problem, as the clip assembly was returned fully deployed. However, during product analysis, it was found that the control wire was kinked; it is possible that the problems found in the device occurred due to procedural factors such as excess force or the manner in which the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the defects found. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for polypectomy during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The device was removed by opening and closing the clip several times to detach. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event. Rmed on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The device was removed by opening and closing the clip several times to detach. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event. The device was not returned.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to detach from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for polypectomy during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The device was removed by opening and closing the clip several times to detach. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.